Event description:
It was reported that after the intraaortic balloon was inserted and connected to the pump, the balloon would not fully inflate. Manual inflation was tried with success, but when the pump was reconnected to the intraaortic balloon, the balloon would not fully inflate. The pump was exchanged and still the balloon would not fully inflate. The iab was then removed without any pt complications.